Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed a missing screw on the chassis, a broken bottom speaker with disconnected wires, a missing insulator cap around the power supply, and an older version system board; however, these findings do not affect the complaint. During the investigation, the device was able to turn on using batteries and ac power. The ac power available led illuminated when ac power was connected; however, there were led segments that were not illuminating as expected. The device was able to obtain readings and alarmed during alarm conditions. The led display malfunctioned due to a faulty ui board. Investigation of the ui board revealed that the signal that turned on the missing 3rd digits and the bar leds on the led board was coming out incorrectly from the microcontroller chip u15. The ui board was replaced, and all led segments illuminated as designed. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues prior to this reported event.

Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted. The device has been identified to be part of masimo recall and is assigned recall #z-1187-2013. The customer has been notified of this recall.

Event description:
It was reported that part of number can't be displayed. There was no known impact or consequence to patient.